Event description:
The following complaints have been opened to address the additional reported events: patient identifier (B)(4) is for the scope reported to be smaller. Patient identifier (B)(4) is for the balloon that inverted off the scope on withdrawal. This report is for patient identifier (B)(4) for the balloon that fell off in the patient during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and additional information. New information has been added to the following sections: b5, d8, g2, h6, and h10. The DHR for this device could not be performed since the lot number was not provided. Olympus ships products manufactured according to all applicable procedures and meet final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is undetermined. However it can be inferred that the following device handling by the user might have contributed to the event. ·the balloon could not be attached properly. ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. The instructions for use provide the following information to prevent the reported event: ·observe the endoscopic image or the ultrasonic image on the video monitor and confirm that the balloon deflates properly. Otherwise, patient injury may occur. ·if the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning wire (bw-16c) into the irrigation port to remove debris. The balloon will be automatically deflated.

Manufacturer narrative:
This report is being submitted to provide a correction to the related complaints; b5 was updated.

Event description:
The following complaints have been opened to address the additional reported events: patient identifier (B)(6) is for the scope for procedure 1 when the balloon fell off. This is related to patient identifier (B)(6) (this report) for the balloon that fell off in the patient during the procedure. Procedure 2: the event involving the inverted balloon upon withdrawal of the scope is not reportable. No patient harm or injury.

Manufacturer narrative:
This supplemental report is being sent to provide the partial manufacturing date for the product lot 14k, sterile lot number (1k7079). H4: april 2021.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that an olympus balloon for ultrasonic endoscope came off during a fibre optic bronchoscopy and linear endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was successfully completed. The missing balloon was identified after the procedure at the beginning of the pre-cleaning routine. A thorough search of the procedural area was undertaken. Another bronchoscopy was performed since the patient was still under general anesthesia. The physician determined the balloon was not in the lungs. The patient was under anesthesia for an unspecified amount of time due to the second bronchoscopy. No x-ray was taken and the missing balloon has not been found. The patient had an uneventful recovery and was notified by the physician of the missing balloon. The physician has followed up with the patient and there has not been any harm or injury noted. The customer reported the tip of the new linear ebus scopes is smaller and the balloon does not fit as snuggly. The physician noted on rare occasions, the balloon is attached but inverted off the scope end on withdrawal. All individuals involved are experienced with the procedure. Attempts to retrieve additional information are in progress.